Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a routine follow-up, where noise was noted on the atrial lead. No resolution was provided. Patient was stable and will be monitored.